Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that keypad of insulin pump was unresponsive. Customer stated that the numbers were ramping on their own and scroll bar was not moving with no input. Customer was unable to access the menu screen. Customer stated that using the up arrow and down arrow allows them to navigate screens but had to press it for 3 to 4 times. Customer stated that the insulin pump was neither dropped nor exposed to moisture and was not exposed to change in altitude. Customer also experienced low blood glucose level was treated with glucose tablets. Customer was alleging that the insulin pump was over delivering. The insulin pump will be and reservoir will not be returned for analysis.